Event description:
Voluntary medwatch received states the patient's right ventricular lead was explanted due to infection. The patient was given antibiotic treatment, and a temporary pacemaker was implanted. No additional adverse patient effects were reported.